Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
An article titled "safety of a dedicated brain MRI protocol in patients with a vagus nerve stimulator" was identified. The article notes that after MRI, a high lead impedance and a low output current status were measured during device diagnostics in (B)(6) year old boy. It was noted that although an x-ray of the vns system did not support this assumption, the lead break was confirmed after surgical removal of the vns leads. It was noted that no system diagnostics had been performed prior to MRI in the patient, so it is unclear whether the MRI was responsible for the lead break. Attempts to obtain additional relevant information have been unsuccessful to date.